Event description:
Philips received a complaint on the patient information center ix does not give audible alarms when patient is connected, and visual indicators were available.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer (biomed) and checked the sound settings. The rse went into the system configuration and set the external speaker as default device and disabled other audio items. It is unknown how the sound settings were changed. The biomed tested an alarm sound, and it alarmed right away, and the tones were heard immediately. Based on the information available and the testing conducted, the cause of the reported problem was a configuration issue. The reported problem was not confirmed. The device was operational after the configuration changes were completed.